Event description:
20 gauge left ac IV access infiltrated approximately 100cc of contrast and 20 cc of saline during CT scan. A new 22 gauge in the right thumb was established and the exam was completed.